Manufacturer narrative:
The returned lead was analyzed and the lead body or insulation damage allegation was confirmed. With all the available information, boston scientific concludes the reported event was confirmed, a pressure test failed due to torn in the outer insulation. Additionally, a continuity testing passed which indicates conductors were intact. Moreover, pressure test failed due to torn in the outer insulation. Furthermore, stylet insertion test passed without issue.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to lead body damage. Additional information received indicated that this lead had insulation damage. While flushing the lead after multiple attempts, it was noticed that water was coming out of the lead above electrodes. This lv lead was never in service. No adverse patient effects were reported.